Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed testing and displayed a service code 107 (not holding charge). The cause for the failure was isolated to contamination the j502, j101, lcd200, k2, j1003bb, and j1002bb units on the ca board as well as te j1002aa and j1003aa units on the defib board. The root cause for the contamination was ingress of an unknown contaminant. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor would not hold charge.